Event description:
The customer's mother called to report repeated battery out limit alarms and a blank display. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not being fully connected to a component. Unable to verify any alarms due to the blank display.